Event description:
It was reported that the spike of an unknown secondary access set was not long enough to spike a non-baxter bag. The nurse then used a different, primary set which successfully spiked the bag. This occurred during set-up and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.